Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) graft using an indigo system cat rx kit. During the procedure, the physician placed a non-penumbra sheath with the crosscut valve in the right groin with the contralateral access to the left sfa graft. The physician then placed a non-penumbra guidewire down the sfa and made seven successful passes with the indigo system catrx aspiration catheter (catrx). However, while attempting to remove the catrx after completion of the seventh pass, the physician felt slight resistance. Upon retraction, the physician noticed that the catrx had snapped approximately 10 centimeters proximal to the exchange port. Consequently, approximately 50 centimeters of the broken catrx was left inside of the sheath. The physician successfully removed the sheath containing the broken segment of the catrx over the guidewire and the procedure had ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the indigo system catrx aspiration catheter (catrx) was fractured approximately 91.5 cm from the hub. Kinks and ovalizations were present approximately 26.5, 52.0, 77.5, 78.0, 98.0 and 113.5 cm from the hub. The proximal end of the guidewire lumen was damaged. Conclusions: evaluation of the returned catrx confirmed a fracture in the middle of the device and kinks were present near the fracture. If the catrx is forcefully manipulated against resistance, damage such as kinks may occur. If a kinked device is subsequently retracted against resistance, the kink may worsen to a fracture. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed additional kinks and ovalizations throughout the device and the guidewire lumen was damaged. These damages were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.